Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024, sn: (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. The result of the review identified that the CAPA is still in the investigation phase. In addition, the CAPA owner has been notified. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned and the cori was abandoned for manual instrumentation after troubleshooting and the backup devices also failed to resolve the issue. Per the field report, no patient injury resulted from the reported event or the 0-30 minute surgical delay. Clinical documentation was not provided and, although no patient injury was reported, the patient's current status is unknown. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be evaluated. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Section h3, h6: the product, ri cori (us), rob10024, (B)(6). Used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned and the cori was abandoned for manual instrumentation after troubleshooting and the backup devices also failed to resolve the issue. Per the field report, no patient injury resulted from the reported event or the 0-30 minute surgical delay. Clinical documentation was not provided and, although no patient injury was reported, the patient's current status is unknown. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be evaluated. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill h6: component code, type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori assisted tka surgery the real intelligence cori had multiple disconnect errors during surgery. The first error appeared within 10 seconds of burring the femur in exposure mode. Therefore, they proceed to exit the case, disconnect/reconnect the drill, and resume the case. Then, the error happened again. In addition to the aforementioned steps, they paid special attention that all flat markers were snapped on tightly, the drill tracker frame was pushed flush to the drill, the long attachment was locked on properly, and the burr was seated and locked. After 2 attempts with the same instruments, a new drill, tracker frame and long attachment were assembled and used. However, this drill also gave them the error. The procedure was completed with a delay of fewer than 30 minutes using manual instruments. No patient injuries and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.